Event description:
Phaco alcon infinity unit shut off during procedure. Unable to shut off irrigation. Was not able to put infinity in phaco mode. System manually turned off, allowed to reboot, and was then able to complete procedure. Two hundred twenty six error message given. Alcon reports this as a "random event" that is currently being reviewed with their preventative and corrective action committee. Service technician unable to reproduce malfunction. Reportedly, this other message has occurred randomly and currently had no identifiable cause.